Event description:
It was reported that during an open arthroscopic acromioclavicular tightrope repair, while the patient was still under anesthesia, an x-ray of the shoulder revealed the implant was not inserted properly. The surgeon re-opened the patient's shoulder to retrieve the suture and replaced it with fibertape. The surgery was delayed over 45 minutes, but no additional adverse consequences were reported with the patient. No further patient information is available. This device is used for treatment.

Manufacturer narrative:
The device was not returned because it was discarded by the hospital. Review of the device history record revealed nothing relevant to this event. Although the initial information indicates that surgeon decided to re-open the patient because the implant was not inserted properly, a definitive conclusion for the cause of this event could not be made without the device evaluation. This is the first complaint of this type for this part/lot combination.